Event description:
International customer reported that a patient developed a seroma approximately two months following a breast procedure. The seroma was needle aspirated. The event is reported as resolved.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.